Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and five months following the implant of this transcatheter bioprosthetic pulmonary valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received that approximately one year post implant of this transcatheter pulmonary bioprosthetic valve, an echocardiogram showed increasing right ventricle pressures with a mean gradient of 35 mmhg and a peak gradient of 61mmhg. An intracardiac echocardiogram (ice) noted stent fractures on the pulmonary valve and surrounding stents. Balloon expansion was performed. It was decided to schedule more stenting and new valve in the near future. Three months later an echocardiogram revealed worsening of pulmonary valve gradient and right ventricle pressure with 60% normal right ventricle function. The patient returned a month later for a cardiac catheterization and had two stents and a new pulmonary valve placed valve in valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.